Manufacturer narrative:
Correction - b5 changed device to implantable cardioverter defibrillator.

Event description:
It was reported that the patient suffered a wound infection with methicillin-resistant staphylococcus aureus (mrsa) and the implantable cardioverter defibrillator was explanted. No vegetation or endocarditis was noted. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered a wound infection with (B)(6) and the device was explanted. No vegetation or endocarditis was noted. The patient condition was stable.